Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument tip broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found with a broken ceramic sleeve, and the broken piece(s) were missing. The approximate size of the missing fragment is 3.67 mm. The ceramic sleeve showed no evidence of scratch marks. The probable root cause of the broken ceramic sleeve is damage sustained during use, potentially due to accidental dropping of the instrument or unintended contact with other instruments. Excessive force applied to the instrument tips during handling, insertion, use (overloading), or removal may also lead to breakage of the ceramic sleeve.

Event description:
Refer to h11 for follow-up information.